Manufacturer narrative:
One rfa2030 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The water circulated normally through the sample. However, the sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an electrode error after 10 minutes. It was noted that the needle was flushing by echo. Another needle was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an electrode error after 10 minutes. It was noted that the needle was flushing by echo. Another needle was used to complete the procedure. There was no patient injury.